Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The device has not been returned for evaluation. End-user was reclining in the chir on his patio. The back bar broke. He fell and hit his head. He sought medical attention. He had a bump on the back of his head. No cat scan or x-rays taken.